Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the battery is not in proper condition. There was no adverse patient impact reported.